Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on unknown date. The surgical staff noted that there had been a double-armed suture in the package though the suture is single-armed. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # pc-(B)(4). The actual sample was returned for evaluation. During the visual inspection of the sample, it was observed two parked needles in same slot, the two needles were removed from the winding former and no product of double armed could be observed, however an extra needle-suture combination was found. In addition, the swage and attachment area were as expected. The sutures were examined and no damage was observed. Per the conditions of the sample received, assembly incorrect component was not found.